Event description:
It was reported that the patient had experienced a change following a refill. Upon the refill appoint, the nurse filled the pump with 30ml of baclofen. After one hour, the patient was 'without contact'. The patient fainted and went into 'respirator'. On (B)(6) 2012, the patient was sent to the hospital. The pump reservoir was at 7 ml after one hour. The pump was stopped, filled with saline and set at a minimum rate. It seemed that the nurse did the right refill. A lumbar puncture was 'taken' to see if the csf and the pump were filled with saline. It was noted that the pump daily dose was 200mcg/day and 'had been stable for years'. Prior to needle puncture upon refill, the healthcare provider (hcp) noted that there was a small, soft bulge was on top of the pump. The bulge was not red nor was it painful, and there was no suspicion of infection. The bulge did not increase after the pump refill procedure. A template was used to identify the pump septum prior to needle puncture. The puncture mark was right over the filling port of the pump reservoir. It was noted that an 'inexperienced' person had removed approximately 7mls from the pump. The hcp then removed 25mls from the baclofen pump. The two aspirated amounts equaled the 30mls baclofen that had been filled; therefore it was found that no drug was missing. The hcp aspirated from the side port, so the connection to the patient's spinal fluid seemed intact. The hcp did not plan to do any diagnostic testing on the pump. As of the date of the report, the patient was in his usual condition, 'without any sequels'. The patient felt fine and he received drug as 'before the accident'. A pump replacement due to pump age was being considered. It was later reported that the hcp planned to examine the patient for syncope and 'other reasons for this event'. The patient was in 'good shape again'. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, lot#/serial# unknown, implanted/explanted: unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).